Event description:
New information noted that the lead was explanted and replaced on (B)(4) 2018. The patient was stable post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was being checked prior to normal change out. Upon review, the right ventricular lead had noise on the defibrillation lead. The device replacement was postponed and a lead extraction was discussed. The patient was stable.